Event description:
The patient experienced pain for one year under the neurostimulator (ins). The pain become worse if he got constipated. The ins felt like it was pressing on an organ. The ins no longer helped control his pain and thought it was not device related, but related to placement. The ins was on the opposite side than requested and was on the belt line. It has migrated down. He was going to have the device removed. Add'l info has been requested.

Manufacturer narrative:
(B)(4).